Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The customer communicated that the monitors did not transmit alarms to the control panel, there was no acoustic sound. Then stated that the control center is working as usual, customer will contact philips if it occurs again and stated the case can be closed. The product malfunction was unable to be confirmed because the customer stated it was working again and close the case. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on a patient information center ix indicating that the monitors do not transmit alarms to the central unit. The device was in clinical use at time of event; there was no adverse event reported.